Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the implantable cardiac monitor (icm) was oversensing t waves. Programming changes were made. The patient was in stable condition.